Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient had a chronic back infection and was in excruciating pain. This had been going on since 2019. The patient was in the hospital and had been in the ER multiple times a week. He said he could feel the lead and wondered if they shifted and caused something in the back/ infection.